Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was in the mildly calcified, distal right coronary artery (rca). An unk stent had been previously implanted at a bend in the mid rca. During advancement to the lesion, the xience v sds (2.25x28) caught on the previously implanted stent strut and dislodged from the balloon. The stent was then deployed in the unintended site in the mid rca. Two other xience v stents (each 2.5x15) were successfully implanted in the target lesion without any difficulty. The patient tolerated the procedure without additional adverse event. There was no clinically significant delay in procedure or therapy. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). Although it was initially reported that the device would be returned, subsequent information indicates the device was discarded. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the xience stent delivery system (sds) was attempting to advance through a previously placed stent, which likely contributed to the reported difficulties, as there was no damage noted to the stent prior to use. It is likely that the stent caught on the previously placed stent, damaging the struts, and resulting in the stent ultimately dislodging. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Although the sds was not returned for analysis, it is likely that an interaction with the previously deployed stent contributed to the failure to advance and stent dislodgement. Based on the electronic lot history record review and complaint database query of similar incidents for this lot, there is no indication of a product quality deficiency.